Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation for this complaint is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the mesh was incomplete. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record and previous repair record for zimmer skin graft mesher serial number 6445 were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 14 january 2020, it was reported that a mesher produced an incomplete cut. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as 1.5:1 cutter serial number 1514045 and 2:1 cutter serial number (B)(6) for evaluation. Evaluation of the device on 27 january 2020 noted that the device was out of calibration and the roller gear had visible wear, but the device produced a passing test cut. Review of the two returned cutters found that they did not produce passing cuts and were deemed non-repairable. Repair of the mesher occurred the same day and involved replacing the roller gear. The technician then recalibrated the device and verified that it was functioning as intended. The mesher and the cutters were then returned to the customer without further incident. Reference numbers (B)(4), on 14 january 2020. Based on the information provided, the cause of the device producing an incomplete mesh was due to the use of previously deemed defective cutters. During evaluation of the device, it was found that both the returned cutters had produced incomplete cuts. Upon further review, both returned cutters were found to have previously produced incomplete cuts and been deemed non-repairable. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.